Event description:
It was reported that the ht70 plus ventilator generated the check circuit or proximal line and occlusion alarms during testing. The ventilator was not in use on a patient at the time of the reported event. The ventilator was returned to covidien/medtronic¿s product analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was due to the plastic tapere connector being connected to the wrong port of the solenoid valve. The connector was threaded into the correct port and the solenoid was reconnected with the pneumatic circuit to resolve the issue. The unit was to be processed per service instructions.